Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Telephone number: (B)(6) review of the most recent repair record determined the cutter did not pass the mesh test; however, the repair was not completed because cutters are non-repairable. Lot identification is necessary for review of device history records, and lot identification was not provided. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during inspection cutters were returned and did not pass the mesh test. No adverse events have been reported as a result of this malfunction.